Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bilateral kyphoplasty procedure, after one balloon failed to advance down the cannula into the vertebral body, the other balloon from the kit was inserted and "encountered exactly the same problem." An additional fracture kit was opened to utilize new balloons and complete the procedure. There was no balloon rupture. Per the report, there was a 1-2 minute delay in the procedure. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.